Event description:
It was reported that a e360 ventilator generated a flow sensor error. Patient involvement information was not provided by the customer. Covidien was not authorized to service this device.